Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was explanted on an unknown date for an unknown reason (found on the ground in the patient's hospital room).

Manufacturer narrative:
Per the additional information received, this device is no longer reportable.

Event description:
Related manufacturer reference number: 3006705815-2022-16405. Related manufacturer reference number: 3006705815-2022-16406. Additional information was received indicating that the entire system was explanted due to ineffective therapy.